Manufacturer narrative:
(B)(4) was applied to capture the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead was surgically abandoned due to noise with oversensing. No additional adverse patient effects were reported.